Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during an unknown surgery on (B)(6) 2021, it was observed that the coupler ac ffl 19 device was not focusing properly. According to the report, the fault was determined by using another coupler which allowed for crystal clear video. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additioal narrative: investigation summary: the complaint device was received at the manufacturing site and evaluated. It was reported that coupler was not focusing properly.. Per service reports, this complaint cannot be confirmed. During the service evaluation the following defects were identified: minor scratches on the unit. Damaged grasping mechanism. The endoscope grasping mechanism (gm) , were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The user error was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device manufacture date was unknown in the initial report and had been updated accordingly. Investigation summary: according to the information provided, it was reported that coupler was not focusing properly. Fault was determined by using another coupler which allowed for crystal clear video. The complaint device is not being returned, therefore unavailable for a physical evaluation, however two photos of the device were provided. Upon visual inspection, it can be observed the device serial number. A manufacturing record evaluation was performed for the finished device 1909ce0956 number, and no non-conformances were identified. As part of depuy synthese mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the inspection of the photo, this complaint cannot be confirmed. The photo provided does not contain relevant images to provide a root cause. Hands on analysis should provide the evidence necessary to provide a root cause. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthese mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history lot: a manufacturing record evaluation was performed for the finished device 1909ce0956 number, and no non-conformances were identified.